Manufacturer narrative:
A company rep examined the system and reseated the cables. Preventive maintenance was performed. The system was then tested and met product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A customer reported that the equipment displayed alteration in the probe again during biometry testing. Additional info provided from the customer indicated the lens power calculations were very different than the expected power. The diagnostic test was canceled and rescheduled for another day. There was no harm or injury to the pt. In addition, the customer reported experiencing the same issue again on the same day however, the system was rebooted and the test was completed without further incident.